Event description:
Customer reported that the insulin pump's act and escape buttons were not responding. Customer also reported that the insulin pump was cracked. Customer did not recall any significant events leading up to the error. Blood glucose level was 137 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The device also was received with cracked case at display window corners and battery tube threads and minor scratched display window.